Event description:
Information received indicates, the head of the bed is drifting down.

Manufacturer narrative:
The technician found the CPR switch was out of adjustment which caused the head section to drift. The technician adjusted the CPR switch to repair the bed.